Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right atrial lead exhibited failure to capture and no impedance. The lead was removed and replaced. The patient was in stable condition.